Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h11. Corrected field - h6 (investigation conclusions).

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use the cardiosave intra-aortic balloon pump (iabp) had alarm deflated issue. There was no harm reported.

Event description:
N/a.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. Corrected field: d10, h6 health effect impact code. A getinge field service engineer (fse) was dispatched to evaluate the unit. Fse reported that the failure occurred due to faulty ECG cable. Repairs were made and the unit passed all functional and safety checks and was returned to normal use. Multiple gfes were sent to address what the actual repairs were as well as what parts were replaced but was not met with a response. The record will be updated when that information becomes available.